Manufacturer narrative:
Investigation conclusion:a review of the DHR found that lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Customer reported one false positive result for one symptomatic patient. No confirmatory test was completed. The customer reported the patient tested positive for flu b and sars analyte(s). The customer did not indicate which result was believed to be false, just that one result was perceived to be incorrect.